Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff in united states on 10-aug-2015 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted. The plaintiff alleged personal injuries related to the use of essure device. Product technical complaint (ptc) investigation results were provided on 20-aug-2015: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information received on 04-may-2016 and case was upgraded to incident. A legal claim was received. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Quality - safety evaluation of product technical complaint received on 23-may-2016: no major changes. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. Essure removal is a listed event according to essure's reference safety information. This case was received with limited information and the adverse events/complications the plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was upgraded to incident (essure removal reported upon follow-up). A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device expulsion ("migration of essure device location of device: uterine wall"), embedded device ("migration of essure device location of device: uterine wall"), pelvic pain ("pain") and abdominal pain ("abdominal pain") in a 38-year-old female patient who had essure (batch no. B24474 invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included tooth disorder (recovered prior essure) and anxiety (not recovered prior essure). Concurrent conditions included obesity and bleed in luteal cyst. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2007, the patient had essure inserted. In 2007, the patient experienced nausea ("nausea"). In (B)(6) 2007, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2008, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), bacterial vaginosis ("bacterial vaginosis / constant issues with bacterial vaginosis"), depression ("depression"), anxiety ("anxiety"), folliculitis ("folliculitis shingles"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), vulvovaginal mycotic infection ("vaginal discharge constant issues with bacterial vaginosis and yeast infections") and coital bleeding ("abnormal bleeding (vaginal, menorrhagia) during/after sex"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), weight increased ("weight gain") and urinary tract infection ("multiple utis"). In 2012, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2014, 7 years 1 month after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), gastrointestinal disorder ("gastrointestinal or digestive system condition"), abdominal pain upper ("stomach pain"), back pain ("back pain") and skin infection ("skin infections"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) and partial hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, embedded device, abdominal pain, menorrhagia, vaginal haemorrhage, depression, anxiety, folliculitis, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, gastrointestinal disorder, vulvovaginal mycotic infection, coital bleeding and urinary tract infection outcome was unknown, the device expulsion, pelvic pain, fatigue, abdominal pain upper, back pain and skin infection was resolving and the bacterial vaginosis had resolved with sequelae. The reporter considered abdominal pain, abdominal pain upper, anxiety, back pain, bacterial vaginosis, bladder disorder, coital bleeding, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, folliculitis, gastrointestinal disorder, headache, menorrhagia, migraine, nausea, pelvic pain, skin infection, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: occluded fallopian tubes after essure placement (B)(6) 2007 hysterosalpingogram - the uterus is anteverted which partially covers the medial portions of the essure devices bilaterally. On the left there may be intrusion of the essure device into the uterine cavity but it is much less than 50% of the length of the device. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : vulvovaginal mycotic infection, vaginal discharge, dysmenorrhea, depression, anxiety, pelvic pain, urinary tract infection , embedded device, headache, nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-aug-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device expulsion ("migration of essure device location of device: uterine wall") and embedded device ("migration of essure device location of device: uterine wall") in a female patient who had essure (batch no. B24474) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), bacterial vaginosis ("bacterial vaginosis"), depression ("depression"), anxiety ("anxiety"), folliculitis ("folliculitis shingles"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), fungal infection ("vaginal discharge constant issues with bacterial vaginosis and yeast infections"), coital bleeding ("abnormal bleeding (vaginal, menorrhagia) during/after sex"), abdominal pain upper ("stomach pain"), back pain ("back pain") and skin infection ("skin infections"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) and partial hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, embedded device, menorrhagia, vaginal haemorrhage, depression, anxiety, folliculitis, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, gastrointestinal disorder, fungal infection and coital bleeding outcome was unknown, the device expulsion, pelvic pain, fatigue, abdominal pain upper, back pain and skin infection was resolving and the bacterial vaginosis had resolved with sequelae. The reporter considered abdominal pain upper, anxiety, back pain, bacterial vaginosis, bladder disorder, coital bleeding, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, folliculitis, fungal infection, gastrointestinal disorder, headache, menorrhagia, migraine, nausea, pelvic pain, skin infection, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 28-feb-2018: essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only.events deleted- device removed, personal injuries, device complications. New events added- bacterial vaginosis, depression, anxiety, folliculitis shingles, bladder or urinary problems or changes, migraines, headaches, migration of essure device location of device: uterine wall, nausea, dental problems, device breakage, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, weight gain, gastrointestinal or digestive system condition, vaginal discharge constant issues with yeast infections, abnormal bleeding (vaginal, menorrhagia) during/after sex, stomach pain, back pain and skin infections. Lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device expulsion ("migration of essure device location of device: uterine wall"), embedded device ("migration of essure device location of device: uterine wall"), pelvic pain ("pain") and abdominal pain ("abdominal pain") in a 38-year-old female patient who had essure (batch no. B24474) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included tooth disorder (recovered prior essure) and anxiety (not recovered prior essure). Concurrent conditions included obesity and bleed in luteal cyst. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2007, the patient had essure inserted. In 2007, the patient experienced nausea ("nausea"). In december 2007, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2008, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), bacterial vaginosis ("bacterial vaginosis / constant issues with bacterial vaginosis"), depression ("depression"), anxiety ("anxiety"), folliculitis ("folliculitis shingles"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), vulvovaginal mycotic infection ("vaginal discharge constant issues with bacterial vaginosis and yeast infections") and coital bleeding ("abnormal bleeding (vaginal, menorrhagia) during/after sex"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), weight increased ("weight gain") and urinary tract infection ("multiple utis"). In 2012, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2014, 7 years 1 month after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), gastrointestinal disorder ("gastrointestinal or digestive system condition"), abdominal pain upper ("stomach pain"), back pain ("back pain") and skin infection ("skin infections"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) and partial hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, embedded device, abdominal pain, menorrhagia, vaginal haemorrhage, depression, anxiety, folliculitis, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, gastrointestinal disorder, vulvovaginal mycotic infection, coital bleeding and urinary tract infection outcome was unknown, the device expulsion, pelvic pain, fatigue, abdominal pain upper, back pain and skin infection was resolving and the bacterial vaginosis had resolved with sequelae. The reporter considered abdominal pain, abdominal pain upper, anxiety, back pain, bacterial vaginosis, bladder disorder, coital bleeding, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, folliculitis, gastrointestinal disorder, headache, menorrhagia, migraine, nausea, pelvic pain, skin infection, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: occluded fallopian tubes after essure placement (B)(6) 2007 hysterosalpingogram - the uterus is anteverted which partially covers the medial portions of the essure devices bilaterally. On the left there may be intrusion of the essure device into the uterine cavity but it is much less than 50% of the length of the device. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : vulvovaginal mycotic infection, vaginal discharge, dysmenorrhea, depression, anxiety, pelvic pain, urinary tract infection , embedded device, headache, nausea. Most recent follow-up information incorporated above includes: on 12-jun-2018: plaintiff fact sheet and medical records received. Added new reporters.added events urinary tract infection, abdominal pain.updated onset date for bacterial vaginosis, weight increased , fatigue, vaginal discharge, vulvovaginal mycotic infection, folliculitis, pelvic pain,dyspareunia, vaginal haemorrhage, menorrhagia, coital bleeding , depression, anxiety, nausea, device expulsion , embedded device , migraine, headache, bladder disorder , urinary tract disorder, dysmenorrhoea, tooth disorder.added surgery treatment for pelvic pain. Added other relevant history, relevant lab data. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.